Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure alarm for two days. The customer's blood glucose was 586 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer treated the high blood glucose with manual injections and changing the insertion site location. The customer also mentioned receiving three no delivery alarms. The customer did not perform troubleshooting for the no delivery alarm because the alarm had already been resolved by a complete set change. The customer was advised to call back when the alarm occurred in order to troubleshoot properly. The customer was advised that replacement supplies would be sent. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.